Event description:
Patient reported "rupture" of a non-(B)(6) device. Reference report: mw5187203. Patient: 1924. Device: 1546, 3023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).